Event description:
It was reported that during the implant attempt, after the device was placed, high impedances were measured on both of the leads. The leads were reconnected to the device, as there had been suspicion of incorrect tightening of the leads. However, there were difficulties in tightening the setscrews, and the clicking mechanism was not heard. The device was removed, and a new device was attempted. However, similar issues were noted with the setscrews on the new device. The second device was removed, and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Performance evaluation: (B)(4) - the actual device was not returned; however, performance data has been obtained from the device and has been analyzed. No anomalies were found. (B)(4) - performance data has been obtained from the device and has been analyzed. No anomalies were found. (B)(4) - the device was returned and analyzed. No anomalies were found. Grommet damage was noted. (B)(4) - the device was returned and analyzed. No anomalies were found. The setscrew exhibited a rounded socket.